Event description:
As reported for this event by the customer, during a therapeutic laparoscopic cholecystectomy procedure, an e117 otv error message was received for the device, indicating a malfunction of the camera function. The procedure was completed with another device. There is no reported harm to the patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing of the device, the e117 otv error message was reproduced. This is attributed to the defective power supply and motherboard. In addition, it was observed that there were scratches on the top cover, chassis, and the front panel of the device. There was minor corrosion on the rear panel. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the update in sections d8 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the error code due to a defective motherboard and power supply. The specific root cause of the defective motherboard and power supply could not be determined at this time. The event can be detected/prevented by following the instructions for use which state: ¿immediately turn the light source off and turn it on again after a while. If the same problem occurs after turning the light source on again, immediately turn the light source off, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus.¿ olympus will continue to monitor field performance for this device.